Manufacturer narrative:
Product evaluation has been completed. One opened lens box was returned missing the peel pouch. The lens was in the carrier, positioned incorrectly. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found both haptics bent backwards. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no other complaints for this lot to date. The injector used is not validated for use with the reported lens; therefore, most probable root cause is user error. No corrective action is necessary at this time.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the patient¿s left eye, unspecified damage of the iol occurred as it was loaded into the injector. The lens damage was noticed while the lens was inside the eye. The lens was removed intraoperatively, and the incision was enlarged as a result of the intraoperative lens removal. The iol optic was clear and free of debris. The surgeon used an injector from another manufacturer. According to the reporting facility, no additional information is available for this event.